Event description:
It was reported that the patient received an alert for high hv lead impedance. When the patient was brought in, high hv impedance in both the svc-can and rv-can vectors were observed. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.